Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The rptr contacted lfs on behalf of the pt alleging that his one touch ultra meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the pt could not be reached. While on travel, the rptr mentioned that the pt had been obtaining high results, while feeling dizzy, nauseous, sweaty, and looking "discolored". The latest result obtained on the meter was 286 mg/dl. According to the rptr, the pt had obtained normal results on the neighbor's meter. The pt had been taking insulin following the use of his meter. On an unk occasion, the pt was taken to the hosp, where he was treated with insulin. No results were provided from the hosp visit. The customer svc rep walked the rptr through two consecutive control solution tests and the results fell outside the specified range. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. The pt was obtaining elevated results, experiencing elevated symptoms, and administering proper self-treatment. It would have been helpful to know the pt's medication regimen, results obtained during the time of concern, and results obtained at the hosp. Based on the failed quality control tests, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Pt's meter, test strips, and control solution were replaced.